Event description:
It was reported that pump displayed altitude alarm 21 and insulin delivery was suspended, although pump remained within validated operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was instructed to gently clean speaker holes and reconnect cartridge, and after cleaning speaker holes issue was resolved and patient was able to resume and continue insulin therapy.